Manufacturer narrative:
On (B)(6) 2015. Based on the available information, this event is deemed to be a serious injury. The product associated with the reported batch number was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. A previous investigation is applicable to this complaint. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported an intact rash under the tape border since (B)(6) 2015. She has been applying nystatin ointment for a diagnosed yeast infection and triamcinolone ointment to the area with appliance changes as prescribed by her physician.